Manufacturer narrative:
The device was returned to olympus, but has not yet been evaluated. The customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the resection sheath, 24 fr. Has poor visibility at the tip. The event occurred after use, during reprocessing. The intended transurethral resection was considered therapeutic, and was completed successfully using relevant equipment. There is no report of patient harm or injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Event description:
The ceramic beak at the tip of the sheath was found broken. This is a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the damage to the ceramic beak on the sheath was caused by one of the following; a thermal/mechanically induced impact, wear and tear, improper handling, and/or a mechanical overload (such as a fall, shock, or similar stress). It was also noted that it cannot be determined with certainty, whether the resection sheath had been previously damaged or if damage on the ceramic insulating insert was caused during the last reprocessing or last usage. The instructions for use (IFU) provides a warning that the ceramic tip can break due to mechanical loading or thermally induced straining: "¿4 before use. Warning. Infection control risk. Properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can. Cause infection of the patient and/or medical personnel.. 4.1 inspection and testing. Inspecting the product. Visually inspect the product. Make sure that it has: -- no corrosion. -- no dents. -- no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning. Risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.